Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient's battery area hurts and where the leads were placed hurts. It was also reported that the stimulation doesn't help with the pain. The patient's legs feel weak, have back aches in more areas and a slight headache, the patient also reported that their hernia mesh hurts when the device is on. Additional information was received from a manufacturer¿s representative (rep) on (B)(6) 2017. The rep reported that the patient was getting her device removed. It was noted that the date of removal was unknown and the patient was waiting to hear from the surgical coordinator and her doctor. The rep reported that that patient first thought the pain was surgical pain but now it was getting worse; she was having an itchy/poking feeling at the battery location. The rep reported that the patient had 2 hernia mesh in abdominal area and it was making her hernia hurt. The rep reported that the patient was also reporting that whenever the unit was turned on/off there was nerve pain in differ ent areas. The rep reported that the patient had a lot of abdominal surgeries and a lot of excessive skin due to previous weight loss and know that this was her body reacting to the device. The rep reported that the patient stated that the battery was the main thing because it felt as though someone hit her with a ball bat; it moved up and down and sideways and it was poking. The rep reported that the patient called their doctor on (B)(6) 2017 and reported that the battery was not fitting in the skin and poking through her body. The rep reported that the patient knew nothing could be put in the abdomen and the ins wasn't. The rep reported that the patient had a few good days and should be getting better not worse. The rep reported that the patient had a port placed in her abdomen and her body felt the same way when she needed the port removed. The rep reported that the patient reported that she knew it was her body. The rep reported that the patient said she had to try and it wasn't this battery; this would have happened with any battery. No further complications were reported.